Event description:
In preparation for an unspecified procedure, the physician used a cook instinct plus endoscopic clipping device. It was reported that the clip was loose prior to use [moved in a tromboning manner]. As the observation was made prior to patient contact, a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence and according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k): k212323. Investigation evaluation: the product said to be involved was returned in a biohazard bag. The lot number was not provided with the device. Our laboratory evaluation of the product said to be involved confirmed the report. A visual examination confirmed the clip housing has separated from the coil catheter but remains attached to the end of the drive wire, in a closed position. The clip could not be reopened. The device was viewed under magnification and a product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: a corrective action has been initiated to reduce occurrences of housing detaches from cath attach for instinct plus endoscopic clipping devices. The product said to be involved is included in the scope of the corrective actions. The instructions for use states: "uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed. Precaution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip." The instructions for use states: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope, duodenoscope, or colonoscope. Note: if difficult to advance device, relax elevator and/or straighten endoscope.¿ the IFU also includes the following precaution: ¿holding handle spool during clip advancement may prematurely deploy clip.¿ failure to follow the instructions above can result in damage to the device which may lead to premature clip deployment. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.